Manufacturer narrative:
Additional information: h4, h6 the reported event could not be confirmed as images or post op CT scans were not provided by the customer for review. Additional review determined the procedure was completed with a brief delay to remove bone fragments and calcifications, with no adverse outcomes, and CT images used for design already showed brain swelling, which may have contributed to the reported rocking effect noted in the IFU and design documentation. Reviews by stryker r&d and manufacturing found the design, data transfer, and manufacturing fully compliant with all requirements, no deviations in testing, and ultimately the root cause of the event could not be determined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Event description:
It was reported that one side of the implant was lifting when pressure was applied to one side, the opposite side would rise.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.